Event description:
Catheter dislodgement was reported. It was also stated that it was confirmed and revised on (B)(6) 2011. Patient experienced no symptoms. Device troubleshooting was not done. The drug delivered was dilaudid 10mg/ml. The event outcome was stated as good and the patient was recovering from a 5 level fusion.

Manufacturer narrative:
(B)(4).